Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding pain involving a triathlon insert component was reported. The event was confirmed. Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant concluded: ¿the components are noted not to be loose at revision surgery and were removed with osteotomes. There is no evidence of component migration on serial x-rays. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation.¿ device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported tibial component loosening was not confirmed, as it was discovered during revision surgery that the component was fixed. A review of the provided records by a clinical consultant indicated that the components are noted not to be loose at revision surgery and were removed with osteotomes. There is no evidence of component migration on serial x-rays. There is no evidence that factors of faulty prosthetic design, manufacturing, or materials were responsible for this clinical situation. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device.

Event description:
It was reported that after primary surgery, patient still had pain and swelling in right knee. Patient had a cortisone shot and bone scan showed implant was loose. Patient then had a revision and is feeling better.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown stryker triathlon right knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
It was reported that after primary surgery, patient still had pain and swelling in right knee. Patient had a cortisone shot and bone scan showed implant was loose. Patient then had a revision and is feeling better.